Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An hcp reported a customer received an error 4 message when attempting to perform a ketone test on the freestyle libre reader. No symptoms were reported but customer had hcp contact and was diagnosed with diabetic ketoacidosis (dka) and administered intravenous fluids for treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned and an extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specifications. The dhrs (device history review) for the freestyle "libre" reader was reviewed. The dhrs showed the freestyle libre reader passed all tests prior to release. The dhrs (device history review) for the precision test strips was reviewed. The dhrs showed the precision test strips passed all tests prior to release. Retain testing was performed for precision strips and all units performed in specification and passed. If the product is returned, the case will be re-opened, and a physical investigation will be performed. This also serves as a correction report. Section d-1 (brand name) was incorrectly documented in the initial MDR 30 day report. Section d-1 has been updated.

Event description:
An hcp reported a customer received an error 4 message when attempting to perform a ketone test on the freestyle libre reader. No symptoms were reported but customer had hcp contact and was diagnosed with diabetic ketoacidosis (dka) and administered intravenous fluids for treatment. There was no report of death or permanent injury associated with this event.

Event description:
An hcp reported a customer received an error 4 message when attempting to perform a ketone test on the freestyle libre reader. No symptoms were reported but customer had hcp contact and was diagnosed with diabetic ketoacidosis (dka) and administered intravenous fluids for treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The reported reader has been returned and investigated with retained test strips. Visual inspection has been performed on the returned reader and no issues were observed. The meter powered on with a button and with strip insertion. Control solution testing has been performed and no issues were observed. All results were within range specification. No malfunction or product deficiency was identified.